Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025 the teen end-user sent an sms to customer support requesting a spanish speaking agent contact them regarding an error message on the ilet. The user's mother was called, and she stated that she was unaware of an error on the ilet and that the user was currently in the hospital with diabetic ketoacidosis (dka) and the ilet had been removed. The mother explained that the user was hospitalized on or about (B)(6) 2024 after emergency medical services (ems) was called due to elevated blood glucose (bg) levels of >400 mg/dl. While at the hospital, insulin and fluids were administered intravenously to treat the elevated bg and released (B)(6) 2025. It was found that the ilet displayed an error after attempting to reconnect the device on (B)(6) 2025.